Event description:
Pt received 1 box of leader brand insulin syringes, (B)(4). Today, the patient brought in a syringe that appeared to have some type of corrosion on the needle. He did not use the syringe. He said this was the third syringe in the box that appeared to have the same corrosion. Diagnosis or reason for use: insulin administration.